Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per tandem's t:slim x2 g5 user guide, ¿do not remove or add insulin from a filled cartridge after it is installed on the pump¿.

Event description:
It was reported that an alarm 29 occurred during the load process. During follow up, it was reported that the customer added insulin to an older cartridge and successfully loaded it onto the pump. Reportedly, the customer received an additional alarm 29 then next day when attempting to load a new cartridge onto the pump. The customer's blood glucose levels ranged from 162 (mg/dl) to 223 (mg/dl). Reportedly, the customer had manual injections available as alternate insulin therapy.